Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the case on the battery tube side which starts at the left belt clip rail. The pump was received without a battery cap. The pump passed the displacement, rewind, prime/seating, basic occlusion, and self tests; it failed sleep current measurement and active current measurement tests. During the force sensor test, the down and enter keypad buttons unexpectedly stopped working. Did not note the battery compartment overheating during testing. Thump software was utilized and uploaded trace/history files properly. The case was cut open. After visual inspection, there are signs of previous moisture presence in/around the following: battery compartment, battery board, keypad flex cable terminal; pcba1--j5, j1, j2, along the edges of the board; motor flex cable terminal, force sensor flex cable terminal. In summary, the customer¿s report of an overheating battery compartment was not confirmed during testing. The high current measurements and the non-functioning keypad buttons are due to moisture damage. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer reported pump over heating. Troubleshooting was performed. No harm requiring medical intervention was reported. Customer had discontinued to use the pump and insulin pump was returned for analysis.